Event description:
Covidien received information stating that the ht70 plus ventilator generated a &#39;device alert&#39; alarm. There was no patient involvement reported.

Manufacturer narrative:
The returned device was evaluated for the reported &quot;device alert alarm&quot;. The reported issue was not duplicated. (B)(4).